Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an unexpected outcome in the left eye due the user choosing the right eye treatment. The patient had a myopic refraction outcome. Additional information received states the patient has been doing well after the second eye was operated on and there are no plans to explant the lens. No further information available.

Manufacturer narrative:
The customer inadvertently entered the patient¿s right eye (od) information for the left eye (os) being operated. No further information was able to be obtained from this customer. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is attributed to incorrect user selection of the patient¿s eye on their system, unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).